Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins sticks out and was not implanted right. The caller said the ins worked its way out over time. The patient guessed the event happened probably over the last 2 or 3 years. No symptoms or further complications were reported.